Event description:
It was reported that patient underwent bilateral partial knee arthroplasty on (B)(6) 2008. Subsequently, the right knee was revised to a total knee on (B)(6) 2013 due to loosening. Another right knee revision took place on (B)(6) 2015 to replace the patella due to pain and instability.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿postoperative pain¿. (B)(6). The revision procedure that took place on (B)(6) 2013 was reported under manufacturer report number 3002806535-2013-00081.